Manufacturer narrative:
Thermal ablation and rapid on-site cytology for lung nodules¿a ¿one-stop shop¿ approach for small lesions: experience in 8 patients. Andrei b. Gorgos / damien olivié / philippe stephenson / edith filion / houda bahig. Journal of medical imaging and radiation oncology, 2026; 70:317¿321 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, a recent technical report describes the outcomes of patients treated with microwave ablation or cryoablation following rapid on-site diagnosis of lung cancer between february 2020 and october 2022. It was noted that microwave ablation was accomplished using a 14 gauge emprint ablation needle. There were 8 patients included in the study. 2 patients developed pneumothorax with one of them requiring a drainage.